Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the device wouldn't turn on due to a faulty printed circuit board. However, the cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device did not display image due to band imaging (bi) board failure, and scratch was noted on the screen. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor had no image at start up. It was noted, the power led was lit, but image was not displayed after turning the power off and on several times. Subsequently, the intended procedure was completed, with no delay in procedure. There was no harm or user injury reported due to the event.